Event description:
The complainant alleged that during routine testing by a biomed they were unable to adjust the energy up level. The complainant indicated there was no pt involvement with this reported malfunction.